Event description:
I'm a tandem t:slim x2 insulin pump user, and this pump has a design flaw that could be catastrophic. For me, I wanted to dose insulin for 10 grams of carbohydrates. Instead, I accidentally keyed in "10" under the "units" part - in other words, I dosed 10 units of insulin instead of the 1.3 units (for 10 grams of carbs) that I needed. Ten units is 40% of my average daily dose, and now, I have to manage my hypoglycemia over the better part of today. And this isn't the first time I've done this. I've caught myself several times accidentally dosing a number in the units part when I meant the carbs part. Luckily, I've caught myself after a short while before it could fully dose. This is the first time it actually went the full dose. Now, I understand I can change the max bolus setting, however, there are times when I do need to take up to 10 units for a meal (extended bolus). For now, I have changed my max bolus setting to 5 units, but this will become a real inconvenience whenever I need to dose for a big meal because I will manually have to change the max bolus to 10 units and then back to 5 units after the extended bolus (if I remember to even change it back after the extended bolus is finished). And I'm not the only person who's done this. Please check (B)(6) and search posts where people describe the same situation. FDA safety report ID# (B)(4).